Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead threshold was not good and the physician felt there was insulation degradation. The unipolar impedance was also higher than bipolar impedance, there was low impedance, and there was intermittent capture at high thresholds. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was non-capture at maximum output. The lead was explanted and replaced several years later during an upgrade procedure.

Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. If information is provided in the future, a supplemental report will be issued.